Event description:
It was reported that several days after implant the right atrial (ra) lead had dislodged and the patient presented to the emergency room with palpitations. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri, implantable pacing lead, (B)(6) 2013; rvdr01, implantable pulse generator, (B)(6) 2013. (B)(4).